Event description:
Pt augmented with mentor saline breast implants. Left implant became infected and was removed 17 days later. Right implant looks good with no problems at all, but patient wants it removed. Pt has been advised to wait 1 year before attempting augmentation again. Right implant removed, no problems with implant at all. Mentor doesn't need the implant returned to them. Implant disposed of in bio-hazard waste.